Event description:
It was reported "doctors using stapler on patients then it got jammed, cannot work anymore" no patient harm or injury reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "doctors using stapler on patients then it got jammed, cannot work anymore" no patient harm or injury reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the first three staples were severely misaligned. The stapler was returned with its trigger not engaged. There were no signs of biological material on the device. The stapler was received with 16 staples left in the cover block, indicating at least 19 staples were fired by the end user. The pawl was observed to be missing and the frame was observed to be loosely attached to the cover block. Dimensional inspection was performed on the frame and trigger components. The inner width of the frame measured within a range of 0.5365"-.6200" at different points of the frame, which does meet the minimum specification of 0.520". The width of the frame measured from the midpoints of the shell measured within a range of 0.7115"-.7430" toward the front of the frame, which is not within the specified range of 0.696"-0.703". Functional testing could not be completed due to the damaged state of the stapler. Multiple defects were observed on this sample. The bottom and rail components of the complaint sample were observed to be positioned incorrectly. A CAPA was opened by manufacturing to evaluate the incorrectly positioned bottom component and rail defect. The device was disassembled, and the pawl was observed to not have been assembled. Die casting anomalies were discovered on the forming tool. Additionally, the holes in the cover block where the trigger attaches were elongated in the complaint staple. They were observed to be in an oval shape. This allowed the trigger to move loosely around when attached to the cover block and frame. The frame was observed to be loose and not correctly attaching to the cover block. The front prongs of the frame appeared to be deformed. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. The returned stapler revealed that the first three staples were severely misaligned. Functional testing could not be completed due to the damaged state of the stapler. Multiple defects were observed on this sample. The device was disassembled, and the pawl was observed to not have been assembled. Die casting anomalies were discovered on the forming tool. The bottom and rail component of the complaint sample was observed to be positioned incorrectly. The holes in the cover block where the trigger attaches were elongated, allowing the trigger to move loosely around when attached to the cover block and frame. The frame was observed to be deformed and was measured to be out of spec when measured with a caliper. A CAPA was previously opened by manufacturing to evaluate the incorrectly positioned bottom component and rail defect. A non-conformance was opened by the manufacturing site to further evaluate the remaining defects. Teleflex will continue to monitor and trend on complaints of this nature.